Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the event- ¿the reservoir presented breakage of drain insertion in the collector¿, did the anti-reflex valve fall into the reservoir bulb? If not, please explain. Did the issue occur before use on the patient? Was any anomaly or deficiency noted in the quality of the device before use? After how many times was the device activated before the issue occurred? Can you comment on what may have caused the breakage? The lot number 11383977 provided for this product code is invalid. Please provide correct lot number. It begins with ¿j¿ followed by 7 numbers. Could it be j1383977?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the reservoir was connected to a drain. As reported, the reservoir presented breakage of drain insertion in the collector. Another like sample was used to replace the device. Additional information has been requested.

Manufacturer narrative:
Received a reservoir which has its drainage port broken in the base. The broken part has multiple signs of mechanical damage. The port could be broken following excessive force applied during adapter attachment.